Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with corneal abrasions in both eyes. A bandage contact lens (bcl) was applied in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained that she woke up with red eye and foreign body sensation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016 right eye pre-op 20/20 1.00 x -1.75 x 114 left eye pre-op 20/20 1.00 x -2.00 x 75 bdva from (B)(6) 2016 - right eye 20/40 left eye 20/20 bcl was removed by patient on (B)(6) 2016 as she reported feeling better. Visual acuity was reported at 20/20. Patient's symptoms resolved on (B)(6) 2016. Bcva from (B)(6) 2016 right eye post-op 20/20 .00 x -.25 x 0 left eye post-op 20/20 .25 x -.50 x 75